Event description:
It was reported that this right atrial (ra) lead exhibited high pacing thresholds, loss of capture (loc), and oversensed farfield signals. The patient with this recently implanted pacemaker system experienced a low heart rate in the 40's beats per minute (bpm) range. Technical services (ts) reviewed the device data, ra channel was reprogrammed to maximum output and recommended to perform a chest x-ray for a potential lead dislodgement. No additional adverse patient effects were reported. This ra lead remains in service.